Event description:
It was reported that the patient received three shocks due to t-wave oversensing (twos) of the right ventricular (rv) lead. Lead programming options were discussed for programming around the twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d224trk implantable cardioverter defibrillator - implanted: 2009-04-15 ; 507652- implantable pacing-implantable pacing lead - implanted: 2009-(B)(6); 419488 implantable pacing-implantable pacing lead - implanted: 2009-(B)(6). (B)(4).